Event description:
It was reported the patient was admitted to the surgical intensive care unit (sicu) with liver failure and subsequently developed respiratory failure. On (B)(6) 2015, a fecal management system (fms) was placed to contain diarrhea caused by administration of lactulose. Approximately seven days later, the patient reportedly developed a rectal hemorrhage which "saturated the bed." The fms device was removed, at which time, the nurse noted 90 milliliters of fluid was removed from the retention balloon. Although the reporter was unable to verify the amount of fluid instilled in the retention balloon during the initial insertion, it was confirmed additional fluid (amount unknown) was inserted into the retention balloon post-insertion. The patient was taken for an emergent colonoscopy, at which time, the rectal artery was clipped to control bleeding. The patient's blood loss was quantified as "one unit." The patient was also treated with two units of packed red blood cells and 500 cubic centimeters of 5% albumin. Further bloodwork was performed and the patient has since "returned to her baseline and remains in sicu." No further patient complications were reported. The surgeon reportedly indicated he does not believe the rectal hemorrhage was device-related.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.